Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One 1000 ml bag of sodium chloride was returned for this complaint. No samples of item nf9100 were returned. Although the "defective" device was not retruned, it was stated that the safeline injection site was being used with a needle. B. Braun's IFU recommends a safeline cannula for this product. This report has confirmed as user error/wrong handling. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the pharmacy staff have noticed that when utilizing the 9f90100 safeline injection port with a needle, the injection port is coring and a particulate forms in the solution. The customer was informed that the safeline 9f90100 is a needleless injection port with a split septum and that the recommended product to use to access the port is safeline clip lock cannula (nf9200). Customer was informed that the device is not designed to be used with a needle and should be paired with the recommended device(s). No patient involvement.